Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The customer's report was observed by a business partner procamed employee. The reported issue was observed but unable to be verified during internal inspection. The ECG shields were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed leakage current test. Complainant did not indicate that there was any patient involvement in the reported malfunction.